Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts remain on the delivery needle. The suture remains assembled within the depth limiter. Examination of the construct showed no abnormalities. The delivery needle is bent on two planes. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended.

Event description:
It was reported that during the procedure, the anchors t1 and t2 fell off. Backup device was available to complete the procedure. No patient injuries were reported.